Event description:
Rptr had the lasix eye surgery and it has caused major vision problems. Rptr has wrinkles in cornea, decentration in right eye and the ablation zones are too small in comparison to pupil diameter. This causes ghost images, halos around lights and a loss of contrast sensitivity. For example, at night time when rptr looks at a green traffic light, they see two to three of them because of the ghosting. Rptr's dr ignored situation.